Manufacturer narrative:
Additional narrative: the device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the release trigger was sticky, the coupling head was nicked, and the labeling was light. Therefore, the reported condition was duplicated and confirmed. It was further determined that the electric motor was making a grinding, and the internal components were corroded. The assignable root cause was determined to be due to wear on electronic and mechanical components from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the release trigger was sticking on the small battery drive device. It was further observed that the coupling head was nicked and the labeling was light. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.